Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited increasing pace thresholds, loss of capture and functional undersensing. No asystole was reported and impedance measurements were normal. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical procedure. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than cuts in the outer insulation that were likely explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead exhibited increasing pace thresholds, loss of capture and functional undersensing. No asystole was reported and impedance measurements were normal. The ra lead was explanted and replaced. No additional adverse patient effects were reported.